Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced thrush at the stoma site and an infection at the stoma site. On (B)(6) 2018, the patient visited the general practitioner (gp) who prescribed 500 mg of oral flucloxacillin daily and 666 mg of calvepen 3 times daily for one week for the infection and thrush to the stoma site. The patient was also advised to continue cleaning peg site regularly.